Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a 'battery depleted set' alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version is currently not known.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: the field corrective action number has been provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 6.63.92.